Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a chemo port placed and heart rates in the 30¿s were noted by the nurse. A subsequent device check found no capture on the atrial lead. The parameters on the lead were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.